Manufacturer narrative:
Approximate age of device- age of device cannot be calculated with current information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that loss of external power was noted during clinic visit. The patient was unclear of hearing alarms. The patient confirmed tripping once on the mobile power unit (mpu) power cord and unplugging from the wall. The manufacturer's technical service representative reviewed the log file and observed several no external power events. One of the no external power event was caused by the patient disconnecting both leads while transferring power sources. The rest of the no external power event was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the mpu connection, the wall outlet, or the house losing power. The patient is using the v-lock power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. The log file captured approximately 45 days of patient event data. Per the log file, there were nine loss of external power events while on the mpu. The backup battery powered the system during these periods in all cases. The customer reported that the patient did trip over the mpu ac power cord on one occasion. However, the customer noted that the patient did not hear loss of external power alarms nor confirm additional power cord disconnections while operating on the mpu. The patient had a locking ac power cord for their mpu. The mpu was kept in use ¿ not returned for evaluation. The specific reason for the multiple loss of external power events while operating on the mpu was not determined. Set up and use of the mobile power unit are documented in the heartmate ii lvas patient handbook. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate ii lvas patient handbook . Changing external power sources is documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.